Event description:
Patient came into the office in 2006 for shocks received the previous week. Stored iegms from the shocks showed detection of the p-wave on the ventricular lead, leading to double counting of p-wave and qrs leading to vf detection and a shock. Three days later - nurse confirmed that chest x-ray showed that the ventricular lead had dislodged and was sitting near the annulus. Doctor is going to reposition the lead. Replaced with linox ICD lead per physician preference. Pt is doing well. No adverse outcome.